Manufacturer narrative:
Analysis of the implantable neurostimulator ins (B)(4) revealed no significant anomaly, not in new condition; there was body fluid visible around the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v292726, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the implantable neurostimulator (ins) was corroded/discolored in the header. This was noticed when the device was explanted for replacement due to normal battery life. There was an abnormality. The issue was resolved and the patient was alive with no injury. Additional information received reported that the header had looked unusual/discolored. The patient recovered without sequela. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.